Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While prepping the taxus express2 2.5 x 12mm drug eluting stent, the physician noticed that the stent struts were flared at the proximal end. The damaged stent was exchanged for another stent to complete the procedure. No pt complications occurred. Pt status is satisfactory.